Event description:
An ocd field engineer indicated that the customer reported experiencing an electric shock on the ortho provue analyzer while attempting to move the handler from a parked position under the centrifuge after a pt's run. The customer reported a "slight tingly feeling" without any burns or injury in the hand. No harm was reported as a result of this incident.

Manufacturer narrative:
No definitive root cause was determined for the electric shock. An ocd field engineer arrived at the customer site and performed voltage, continuity checks and electrical inspection on the instrument. All were in good condition with no noticeable breaks or evidence of shorts. The fe indicated that they observed two white wires for the gripper solenoid that were dressed incorrectly and protruding out. The fe redressed the wires properly and found no evidence of cracked insulation or shorts. No current or voltage errors were found in the system log. The customer has not logged any complaints against this analyzer since this incident.